Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 24-may-2024, it was reported by the patient that two infusions set fell off within one day of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.